Manufacturer narrative:
Device history record is not available due to insufficient device data. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. The reason for reoperation: perspiration of gel and capsular contracture, baker grade I.

Event description:
Healthcare professional reported perspiration of gel and capsular contracture, baker grade I. The record relates to the left side. Device has been explanted. Unknown if the device has been replaced.